Event description:
Concomitant device reported: unknown carbide drill (part #: unknown, lot # unknown, quantity 1), unknown plate (part #: unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporter is a synthes employee. H6: part: 413.338s, lot: 3l25805, manufacturing site: grenchen, release to warehouse date: 15.february 2019, expiry date: 01.february 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Reviewing attached picture, the breakage of the screws cannot be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporters state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this pc is related to (B)(4), which reports the broken nail, (B)(4) which reports about the broken screws after the first reoperation in (B)(4), which reports about the breakage of the plate after the second reoperation in (B)(4). This pc reports about the breakage of the screws and hollow reamer in the third reoperation. It was reported that on (B)(6) 2019, the first reoperation was performed. On (B)(6) 2019, the second reoperation was performed due to breakage of the screws, and in the second surgery, the surgeon implanted 6 screws in question. On (B)(6) 2020, the third reoperation was performed due to breakage of the plate (reported by (B)(4)). During the third reoperation, a few screws of the 6 screws were worn, and a few screws of the 6 screws broke. The surgeon removed them with the hollow reamer and a carbide drill. The hollow reamer broke in the surgery. No further information is available. This report is for one (1) 5.0mm ti locking head screw self-tapping 38mm. This report is 3 of 7 for (B)(4).